Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01636. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that two penumbra system ace 68 reperfusion catheters (ace 68) were kinked upon removal from their dispenser hoops. The kinked ace 68 devices were found prior to use and therefore, were not used for the procedure. The procedure was completed using a new ace 68.